Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced with a 14cmx9.5mm due to the cylinders crossed over mid shaft and the right cylinder was crossed over into the left corpora. No further patient complications were reported in relation to this event.